Event description:
It has been reported to philips that the flexvision blacked out. The philips field service engineer (fse) went on site and found a problem with the control system for the large monitor, and communication was cut off. No patient harm reported. The fse replaced the pc control for the large monitor. The system was confirmed normal operation. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc blacked off. Review of the system log file confirmed the malfunctioning of the flexvision pc and found a problem with the control system for the large monitor, and communication was cut off. The fse replaced the flexvision pc. After replacement of the flexvision pc and installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem and evaluation method codes were corrected.